Event description:
Additional information from the consumer reported that the patient had notified her physicians about the issue. The slight return of symptoms was over the last year prior to report. There were no circumstances that led to the issues. There were no steps taken to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they were having pain in their urethra and pelvic area. Stimulation was felt, but symptom relief had gone from 90% to 70% to 60%. A loss of therapy was noted. The settings had been changed, but it hadn't helped. It was added that the patient did have a couple of falls during the year. The patient had interstitial cystitis and the system was for abdominal and pelvic pain. They went to their pain management healthcare provider (hcp) and were given an injection in their back for pain. It was noted the patient had surgery on their neck and three on their back. These surgeries were not related to the device. The hcp reportedly told the patient they were "veryconvinced the leads from the implant had migrated or were not in the correct place." X-rays were taken by the pain hcp and they saw that the leads were "out of place." The patient had been to their urologist and they indicated the implantable neurostimulator "looked fine." No further information regarding actions taken to resolve the reported issues was reported. Fur ther follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.